Event description:
New information received notes that the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock due to sensing anomaly. X-ray revealed dislodgement. Lead repositioning was scheduled, but not yet performed.